Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced low blood glucose on (B)(6) 2019 with blood glucose of 51 mg/dl at the time of the incident. The customer was at 87 mg/dl at the time of the call, and had a high of 219 m/dl at a different time. The customer used food to treat the low. The customer experienced did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer reported the pump had insulin flow blocked and hardware low level failures alarms. The customer does not believe the pump was over delivering. Troubleshooting was completed and the pump passed a displacement test and was able to complete pump rewind. The customer mentioned meter to pump communication issues. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test and self test. Pump error 63 confirmed in insulin pump history file due to a software anomaly.